Event description:
A medsun medwatch # (B)(4): was received stating that: "rt placed the ventilator in stand-by mode to assist with the procedure for the pt. After the procedure was completed, the therapist did not initially remember to take the pt out of stand-by mode. Older models of this ventilator used to "chirp" an alarm when placed in stand-by mode, but this newer model does not. The chirping alarm served as an alarm to therapists and staff that the vent was in stand-by mode. No harm came to the pt. (B)(4).